Event description:
It was reported that pump displayed alarm during cartridge loading, and customer was unable to complete loading process because alarm repeatedly recurred. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support with proper loading steps, was advised to use multiple daily injections as backup insulin therapy, and was provided instructions for storage mode, programming pump settings, connecting continuous glucose monitor to replacement pump, and returning affected pump, and pump replacement was arranged under warranty.